Manufacturer narrative:
(B)(4). Date sent 10/11/2024. D4 batch #875c58. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with two gst60d reloads (b & c) present. The reloads were received partially fired 2/3 with one tyvek. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 875c58, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic pneumonectomy, when attempting to create a lobar space, the blade did not advance. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.